Event description:
A female patient experienced ocular pain after using product. The patient reportedly experienced the pain over a weekend and was given unknown eyedrops by her general practitioner on the following monday. The following weekend the patient reportedly went to a local eye hospital where she was treated with atropine phmb, an dwas reportedly diagnosed with an acanthamoebal infection. We are currently awaiting further information from the reporting country.